Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. No product was returned for analysis. The data logs confirm pattern associated with sensor drift with placement signal decreasing as pump flows increased with stable motor current readings and no p-level change or ingestion events. The root cause of the placement signal issue was most likely due to sensor drift of the differential pressure sensor as evidenced by pattern in the logs. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the patient was on impella rp flex support when the pressure differential sensor became unreliable, resulting in unavailable flow readings. The device was explanted to initiate extracorporeal membrane oxygenation (ECMO), a decision not related to the sensor issue. No patient harm was reported.